Event description:
Drive devilbiss healthcare was notified of an incident involving a bath transfer system by an end user, who reported that while he was seated on the system and being rolled across a wood floor by his caregiver, "the wheels on the transfer base locked up and [would] not roll," which caused him to be run into a wall. He was taken to the ER where his left leg was x-rayed, and was released the same day. The drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.